Event description:
On (B)(6) 2010, the customer reported that the unit failed on battery power.

Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient was explanted due to a decrease in performance. The patient was explanted (date not reported) and reimplantation is planned, but had not taken place at the time of this report march 11, 2010.

Manufacturer narrative:
(B)(4)